Event description:
It was reported, that the device was not completely forming the clips on an unknown amount of firings. The customer used another like device to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.